Event description:
It was reported the patient experienced pain at the ipg site. As a result, the physician relocated the ipg via surgical intervention on (B)(6) 2019. Surgical intervention resolved the patient's issue.